Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 40 mg/dl at the time of incident. The customer's blood glucose was 36 mg/dl at the time of the call. Customer has treated their blood glucose with food. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. Troubleshooting was not completed as the customer had to treat for their blood glucose. The insulin pump will not be returned for analysis.